Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a worn sample syringe. The fse replaced the sample syringe to resolve the issue. The customer performed quality control and passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Bec internal identifier - (B)(4).

Event description:
The customer reported obtaining low patient results on multiple analytes on their dxc 700 au clinical chemistry analyzer. The affected analytes were not provided. There was one (1) erroneous patient result reported out of the laboratory, and later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Relevant tests: not provided by the customer.